Manufacturer narrative:
The cobas c 503 analytical unit serial number was (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable creatinine jaffe gen.2 results from the cobas c 503 analytical unit. The initial result was 5.10 mg/dl, which was questioned by the emergency department. The patient was redrawn twice, and the results were normal. No specific data was provided. On (B)(6) 2026, the user recalibrated the assay and ran qc, which were successful. The original sample was then repeated with a result of 0.736 mg/dl. The original sample was repeated on another cobas c503 analyzer, and the result was 0.746 mg/dl. The repeat results were believed to be correct.

Manufacturer narrative:
Medwatch fields d1-d4, g1, and g4 were updated. The field service engineer found an occluded rinse nozzle, an issue with the vacuum, and the rinse bath overflowing. He cleaned the rinse nozzle, performed rinse level adjustments, and replaced the reagent and sample probes. He performed cell blank, precision, and hardware check. The customer ran all qc. All checks were acceptable and within specification. The investigation determined that the service actions resolved the issue.